Event description:
Received info that an 840 ventilator graphical user interface (gui) had loss communication with breath delivery unit (bdu). Device was not being used on a pt when event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui central processing unit (cpu) printed circuit board (pcb). Device passed all tests.

Manufacturer narrative:
(B)(4).